Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the customer experienced adverse blood glucose (bg) levels which resulted in the customer falling. Specific bg values were not provided. No permanent damage or injury was reported. No additional event or patient information was available.